Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during an interventional treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous unknown vessel. The sterling 1.5mm x 20mm balloon catheter was advanced to the lesion and inflated 4 times at 12 atm and ruptured. The procedure was completed with another unspecified device. No patient injuries or complications were reported. The patient status is reported as "good."